Manufacturer narrative:
Additional information: a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported about 18 months after injection with juvéderm voluma® xc in the cheeks, and with multi injections on different dates with juvéderm volbella® xc in tear troughs, the patient developed "granulomas" in the cheeks and tear troughs. The patient also had multiple juvéderm volbella® xc injections in tear troughs prior to adverse events. It is unknown which injection caused the issues. Patient was treated on an unknown date with hyaluronidase and got better. Granulomas "came up more" and patient went to another doctor who surgically cut granulomas out of tear trough areas. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01641 (allergan complaint (B)(4) volbella lot # v15la60575 and MDR ID # 3005113652-2018-01637 (allergan complaint (B)(4) unk volbella 1 and MDR ID # 3005113652-2018-01640 (allergan complaint (B)(4) unk volbella 2. This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "granulomas" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: warnings: treatment site reactions consist mainly of short-term inflammatory symptoms and generally resolve within 2 to 4 weeks. Refer to the adverse events section for details. Adverse events: all device/injection-related aes after repeat treatment were mild to moderate, required no action, and resolved without sequelae. Generally, device/injection-related aes were less severe after repeat treatment compared to initial/touch-up treatment, and most resolved within 3 months. Similar to the initial/touch-up treatment, 3 subjects experienced a device/injection-related ae that lasted more than 180 days, but all resolved without requiring any treatment. Device/injection-related adverse events occurring in = 1% of subjects included injection site swelling (0.6%), injection site pain (0.6%), and injection site papule (0.6%). Device/injection-related adverse events occurring in = 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Two subjects (0.7%; 2/270) reported 3 serious adverse events (saes) that were considered to be related to the device. Approximately 6 months after treatment, after being scratched near the treated area by a tree branch, one subject experienced inflammation under the left eye. The subject also experienced nodularity in the right cheek approximately 7 months after treatment. The second subject experienced lumps in the cheeks approximately 7 months after treatment. A couple of days before the onset, the subject experienced myofascial pain and body aches. Treatment of the saes included topical steroids, oral antibiotics, intralesional steroids, anti-inflammatory medication, and hyaluronidase. All events resolved. Instructions for use: with patients who have localized swelling, the degree of correction is sometimes difficult to judge at the time of treatment. In these cases, it is better to invite the patient back to the office for a touch-up treatment. Patients may experience treatment site responses, which typically resolve within 2 to 4 weeks. Ice may be applied for a brief period following treatment to minimize swelling and reduce pain. Within the first 24 hours, patients should avoid strenuous exercise and extensive sun or heat exposure. Exposure to any of the above may cause temporary redness, swelling, and/or itching at the treatment sites.

Event description:
Healthcare professional reported about 18 months after injection with juvéderm voluma® xc in the cheeks, and with multi injections on different dates with juvéderm volbella® xc in tear troughs, the patient developed "granulomas" in the cheeks and tear troughs. The patient also had multiple juvéderm volbella® xc injections in tear troughs prior to adverse events. It is unknown which injection caused the issues. Patient was treated on an unknown date with hyaluronidase and got better. Granulomas "came up more" and patient went to another doctor who surgically cut granulomas out of tear trough areas. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2018-01641 (allergan complaint # (B)(4)) volbella lot # v15la60575 and MDR ID # 3005113652-2018-01637 (allergan complaint # (B)(4)) unk volbella 1 and MDR ID # 3005113652-2018-01640 (allergan complaint # (B)(4)) unk volbella 2. This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.